Event description:
It was reported a patient underwent a revision surgery on (B)(6) 2014 to remove a broken 2.8mm thick locking recon plate. The date of implant for the plate took place (B)(6) 2013. The plate was spanning an open defect of the right mandible. The plate broke between two screw holes on the ramus portion of the plate. Per additional information received on (B)(6) 2014, this event occurred post-operatively. An x-ray was taken sometime after the original date of implant and the revision surgery was scheduled on (B)(6) 2014. There was not a delay in surgery time; the procedure was completed without patient harm. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. Implant date, unknown date in (B)(6) 2013. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.